Manufacturer narrative:
Due to case logs not being provided, an investigation could not be performed. However, the warning "failed to load non-orthogonal scan" was reported by the user when attempting to upload a MRI scan to the system. This indicates the scan's format was not supported by the system, and attempts to reformat the scan were unsuccessful. Ultimately, this case was cancelled and there was no reported adverse effect to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.